Event description:
It was reported that: manta deployed in rcfa = 9.4mm at mid-femoral head. Pulled to yellow , slid down the lock advancement tube and then pulled to red. We achieved instant hemostasis. Moved ai into a lao 30 position to take a secondary angio to confirm placement. Upon seeing the angio, it appeared that there was a problem. Held pressure for 5 minutes to see if that might improve the flow. Then tried to inject nitro to see if there might be a spasm. Did not help. Moved the ai to an rao 30 position and took another shot. This revealed a vessel dissection. Could not pass a wire past the dissection from the contralateral side and physician decided to proceed with a cut down. Surgeon proceeded to cut down while manta was still attached with suture in place to direct him down to the vessel. Manual palpation of the distal flow was getting weaker. Surgeon finally got down to the arteriotomy and saw the plug and securement lock appropriately in place. He removed the manta and proceeded with an endarterectomy to see if there might be a soft plaque in place. He clamped the distal rcfa and clamped the proximal right iliac and ran a balloon to see if he could remove any plaque. Did not remove anything. He felt the manta footplate had grabbed a plaque shelf on the posterior wall and dissected the inner wall of the vessel and occluded the inner lumen. He was able to repair the vessel and return approx. 750ml of blood back to the patient and the patient was returned to the floor for recovery. The interventional cardiologist and I examined the removed footplate and collagen plug and saw that the footplate was split nearly up the middle with a jagged piece sticking out at an approx. 30 degree angle the patients pressures did not drop and heart rate was sustained between 120-160 bpm throughout the tavr and the following cut down. Tavr was completed and new valve successfully deployed. The patient was reported as "doing well" post the procedure.

Manufacturer narrative:
(B)(4) manta components comprising of the collagen, lock and footplate were returned. Blood particulates were noted on them. The components were decontaminated and inspected. One section of the footplate/anchor was partially split and damaged. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Customer stated," vessel dissection was noted post deployment of manta". One unit of manta components comprising of the lock, anchor and collagen were returned intact. One section of the footplate/anchor was partially split and damaged. Additional information was requested. A response was received. Patient( bmi 37.9 kg/m2) underwent a tavr procedure. Esheath 16f was used. Vessel size was 9.4 mm. Ultrasound was used for access at the central cfa. No issues noted wit advancement of the procedural sheaths. Manta was deployed at 5.5+1 cm. Protamine and heparin were administered. Act was 283. Per IFU states the following activated clotting time (act) should be below 250 seconds prior to closure do not use in patients with severe calcification of the access vessel. Per intake, during deployment, the tension gauge was pulled to yellow/green. With the tamper tube advanced down, tension was pulled to red. This indicates excessive force was applied. Per IFU do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. Post manta deployment, instant hemostasis was achieved. Angiogram was taken to confirm the placement. An issue was noted. Manual pressure was held to improve flow however it did not help. A dissection was noted in the vessel. A wire could not be passed via the contralateral side. Physician opted to perform a surgical cutdown. The plug and lock were properly deployed. The manta was removed. Endarterectomy was employed to see if a soft plaque was present. The distal rcfa and the proximal right iliac were clamped. A fogarty balloon was placed to if any plaque could be removed. Nothing removed. Physician felt the manta footplate grabbed a plaque on the posterior wall and dissected the inner wall vessel to occlude the lumen. The explanted manta anchor was observed to be damaged. It is likely that footplate interacted with the plaque leading to the damages incurred. Excessive force is likely to have enforced the damages incurred leading to vessel dissection. Videos of the issue were provided. Dissection could be observed. Downstream flow was still noted. The vessel was repaired with any issues. Not pressure drop noted. Approximately 750ml of blood transfusion was done. Tavr was successful. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.